Event description:
Fmc product complaint received for eval. Stated complaint is "crack in end cap of arterial end of dialyzer" (use# 22). Pt lost 50cc of blood." 5/18/1999 facility called to retrieve further complaint info. Facility closed. Message left. 5/19/1999 2nd request for info made; chief tech and charge nurse not available. Message left. 5/19/1999 facility called for request of info. No further info available. Qc not made aware of any related adverse effect to the pt due to the reported leak. Sample discarded.